Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (1.5 tesla). However, the clinician did not follow the manufacturer's instructions for use of MRI. Additional information has been requested but has not been made available as of the date of this report.